Manufacturer narrative:
Correction: MDR was previously filled was incorrect manufacturer site, the correct routing number should have been 9610617-2025-00615, since the initial MDR was filled with 2027009-2025-00615 we will coninue on using it for additional supplemental that will be created for this MDR. Information reflected in section d-3 and g-1. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, there was a problem with an autocon iii 400, the operating block has informed us that 2 patients were burnt, the 2 patients complained to their gynecologist after their operation. No death or (unanticipated) serious deterioration in state of health reported. Patient 1: case# (B)(4). Patient 2: case# (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).